Event description:
It was reported that (2) ems were used during a lap hernia procedure. It was reported by the rep that the two ems endo staplers misfired during the procedure. It is unknown how the case was completed. There was no consequence to pt.